Manufacturer narrative:
This event is being investigated and a 30 day follow-up report will be submitted.

Event description:
Patient western blot test result was reported to the physician as positive. The physician requested the western blot test be repeated. The repeated western blot sample test result was negative.